Event description:
It was reported to boston scientific corporation in 2007 that an rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatogram w / pancreatic dilation (ercp) procedure four days prior. (Patient gender, age and weight unknown) according to the complaint, during the procedure, the balloon broke upon inflation in pancreatic duct - no balloon material left in a patient. The case was completed with a second rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"

Event description:
Additional information regarding device history record review is summarized.

Manufacturer narrative:
The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.

Manufacturer narrative:
A visual evaluation found that on inflating the balloon it was observed to be ruptured in the midsection. The cause of the reported malfunction cannot be determined, however may be related to the tight stricture. .